Manufacturer narrative:
The device was returned for analysis. The reported ¿resistance was felt when inserting the proglide device¿ could not be replicated in a testing environment as it was based on operational circumstances. The reported separated guide was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the device was inserted against resistance. It should be noted that the electronic perclose proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve intervention (tavi) procedure. Reportedly, resistance was felt when inserting the proglide device and the connection between the silver and black part separated inside the patient anatomy. A cut down was performed, and the separated part was attempted to be removed; however, was unsuccessful. A snare device was used to remove the separated part. The sutures of two new proglide were successfully pre-placed. The sheath was upsized to a 18fr sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.